Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred with multiple new cartridges during basal delivery. The customer's blood glucose was 206 mg/dl. Reportedly, the customer had manual injections as an alternate insulin therapy.